Event description:
On (B)(6) 2010, pt reported gross hematuria and was admitted to the hospital. Nurse describes that pt had a routine dialysis treatment on (B)(6) 2010 that was completed without any problems. Cycler data logfiles indicate a treatment was initiated on (B)(6) 2010. This treatment was ended after about 1 hour following multiple dialysate air and arterial pressure cautions and balance chamber pressure alarms that were not resolved. Hb on (B)(6) was 8.5; hb on admission to hospital was 7.7. Pt was transfused 2 units of prbcs and discharged on (B)(6) 2010, with diagnosis of acute hemolytic hemolysis and acute blood loss. Pt also had fistulogram during hospitalization, stenosis was present; access treated with ptap and stent insertion.

Manufacturer narrative:
Cartridge was not returned for eval. There is no evidence of a device malfunction. Cycler data log file analysis identified arterial pressure cautions which indicate inadequate vascular access flow. Review of the pressure profile suggests the presence of clotting in the extracorporeal blood circuit. The user's guide contains adequate troubleshooting instructions for alarm resolution and warns that the risk of blood clotting in the cartridge and filter increases when blood flow is stopped and that failure to respond to clotting can lead to hemolysis. The user's guide also instructs to return the pt's blood if alarms cannot be resolved promptly. Facility staff also suggested that hemolysis may have been the result of stenosis in the pt's vascular access. Nxstage medical considers this report closed. No additional info will be provided.